Manufacturer narrative:
The reported event of loss of output was not confirmed. The device was received in backup mode due to exposure to cold temperature during transit. Visual inspection of setscrews and contact springs revealed no foreign material or contamination that could contribute to the loss of output. A cautery mark was noted on device. Temporary output inhibition noted in the field was consistent with exposure to cautery. User¿s manual indicated that electrosurgical cautery may cause inhibited pulse generator operation. Analysis performed after reloading product showed normal device characteristics. Device outputs were also monitored and both were within normal range.

Event description:
During explant for normal battery depletion, the device stopped pacing due to interference from electrocautery. The device was explanted and replaced. The patient's condition was stable following the procedure and there were no adverse consequences.